Event description:
Info received indicates the bed will not go into the chair position. When attempting to calibrate the bed, some of the functions are working but the head will not lower using CPR.

Manufacturer narrative:
The tech found that the compression spring to the CPR weldment was tightened too much. He loosened the tension a little to repair the bed.